Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device ¿ 2 years. The device is expected to be returned for analysis. It has not yet been received. The event took place in germany. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, the patient presented to the outpatient clinic due to feeling poorly. The system controller log file was reviewed by the manufacturer¿s technical services representative, and confirmed elevated pump power readings. The patient¿s lactate dehydrogenase (ldh) level was 1778 u/l and the plasma free hemoglobin level 772 mg/l. The patient was administered an argatroban infusion. On (B)(6) 2016, the ldh level was 3262 u/l and the plasma free hemoglobin level of 1061 mg/l. The lvad parameters initially decreased to nearly standard values for two days; however, the ldh increased again on (B)(6) 2016. An echocardiogram and CT scan did not reveal any device issues. The patient underwent a device exchange on (B)(6) 2016 secondary to hemolysis and elevated pump readings . The patient was extubated and transferred to the intermediate care ward on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Additional information - the device was not returned for evaluation. The report of suspected device thrombosis could not be confirmed and a specific cause for the reported signs of hemolysis could not be determined. Based on the manufacturer¿s previous complaint experience, elevated pump power and estimated flow values coupled with signs of hemolysis such as elevated lactate dehydrogenase and free hemoglobin levels could be indicative of potential device thrombosis; however, a specific cause for the reported changes in pump parameters and hemolysis could not be conclusively determined as the device was not returned for evaluation. The submitted system controller log file captured data from (B)(6) 2016. The data captured showed the pump operating at the set speed of 9600 rpm with pump power and flow ranging from 5.6-7.9 watts and 4.4-8.6 watts, respectively. No sustained significant elevations in pump power or estimated flow were captured. Both parameters appeared to decrease over time. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.